Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - b5, h6 (clinical code, results code, conclusion codes). The reported event could be confirmed, since information obtained indicates the need for a revision surgery. Medical affairs was consulted on the details of this case and reviewed the available CT imaging. According to their review, "the CT-scan shows status after inbone tar of which all components look intact. There is no disassembly of the modular components. The tibial component is well fixed to the bone. The pe-liner looks intact as far as can be assessed on a CT-scan. The talar component is well fixed to the bone. There is a status after triple arthrodesis of the foot. The posterior side of the talocrural joint line (ankle joint) shows bridging osteophyte formation that is expected to limit the rom of the ankle joint (orange arrow).". Information obtained from the surgeon indicates the patient has had a long history of injuries and surgical procedures to the ankle and foot. Review from medical affairs and the treating surgeon do confirm the alignment of the construct is in good order and the presence of calcification along the posterior ankle joint. The treating surgeon also indicates it is possible that not enough resection was obtained during the initial tar. Based on the results of the investigation, the root cause can be attributed to a combination of patient related factors and user error. The failure was caused by a patient with a history of issues to the foot and ankle and the original surgeon not resecting enough during initial procedure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient had severe fracture of tibial. It was noted that the patient had calcification, range of motion and pain. The physician planned to remove both screws and removing calcification of posterior ankle joint with atl.